Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that catheter's flush port had a breach in it and fluid was leaking which opened the catheter to air. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis due to disposal.